Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The front panel membrane and a system interconnection cable were replaced as a precaution. The device was recertified and returned to the customer. The clinical data was not available for review as part of the investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to select energy level. Complainant indicated that there was no patient involvement in the reported malfunction.